Event description:
On (B)(6) 2012, the patient alleged that she was admitted to the hospital with dka and her animas pump was removed in the ER. The hcp requested that the nurse call to check the patency of the pump. The animas representative assisted the nurse to remove and reinsert the pump. The nurse did not have time to complete troubleshooting. The animas representative made 3 attempts to contact the patient back to complete troubleshooting but was not successful. It is not known what caused the patient's hyperglycemia at the time of concern. This complaint is being reported because the patient was dka and received medical treatment while she was on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed the data from the date of the alleged event ((B)(4) 2012) had been overwritten due to continued patient use. Data available in the black box is from (B)(4) 2012 through (B)(6) 2012 and revealed no errors or alarms associated with the complaint. Testing revealed the force sensor to be out of calibration. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.